Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple device patient orders was not crossing. The field service engineer stated that the customer resolved the issue. The system functioned as intended after technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql.

Event description:
It was reported by the customer that a pyxis medstation es system multiple patient orders are not crossing to multiple stations. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.